Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported a positive biological indicator. The instruments had to be reprocessed resulting in a procedure delay. No report of injury.

Manufacturer narrative:
The lot history record was reviewed and confirmed the lot was manufactured to specifications; no abnormalities were noted. Additionally, during production and packaging, each individual fluorescent self-contained biological indicator (scbi) is visually inspected to ensure proper assembly. A positive scbi can be attributed to multiple causes. Since the scbi subject of the reported event was not available for evaluation, the exact cause for this event cannot be determined. There have been no other similar complaints for this lot. Steris will continue to monitor post-market data to ensure the product continues to perform as intended. No additional issues have been reported.